Event description:
It was originally reported that the experienced hives two to three weeks post implant of her neurostimulator device system. She continued to have a rash and itching all over her body. It was later reported that the device system was attacking her immune system. When the device was on, it gave her hives and caused itching. The device is scheduled to be removed in 2008. Further information is being requested from the hcp.